Manufacturer narrative:
Model name was unintentionally left out the original report. The report contains the corrected data.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 5: reference MFR. Report#: 1627487-2019-04403, reference MFR. Report#: 1627487-2019-04404, reference MFR. Report#: 1627487-2019-04405, reference MFR. Report#: 1627487-2019-04406. It was reported that the drg system was not providing effective relief. As a result, the patient underwent surgical intervention wherein the system was explanted.

Event description:
Device 1 of 5. Reference MFR. Report#: 1627487-2019-04403. Reference MFR. Report#: 1627487-2019-04404. Reference MFR. Report#: 1627487-2019-04405. Reference MFR. Report#: 1627487-2019-04406.